Manufacturer narrative:
Product was an instrument and not implantable. A review of the device history record indicates the part met spec. Visual examination of the returned instrument indicates a prong tip is twisted-bent. An engineering investigation determined the cause for bent prongs on the instrument is due to off axis use. Product labeling warns against off axis use of the driver.

Event description:
During use of instrument during surgery the prongs on the instruments bent. Add'l info rec'd on 8 sep 2009 from the sales rep: on (B)(6) 2009, the pt underwent hardware removal as fusion surgery had been successful. On removal of a particular set screw, the 2155-1 driver's prongs bent. The 2155-4 was used and its prong tips bent also. The surgeon then used the anti-torque device to twist the screw slightly and using a third driver, the screw loosened. There was only a slight surgical delay. This malfunction has been associated with an adverse event in the past.